Event description:
A malfunction was reported by the caller involving the tandem pump, described as malfunction 199. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. Following the reset, the malfunction code did not recur, and the customer continued to use the pump without further issues.